Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00449-1.

Event description:
It was reported that patient is experiencing left hip pain, popping, leg length discrepancy, and elevated metal ion levels approximately eight years post-implantation. No revision procedure has been reported. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis, therefore; a product evaluation could not be conducted. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.